Event description:
Through the receipt of additional medical records it was learned the patient originally implanted with a 27mm 7300tfx mitral valve for ten (10) days underwent an explant procedure due to moderate pvl and large periaortic abscess. Ultimately, a 29mm 7300tfx mitral valve was implanted along with ; concomitantly, an aortic valve replacement, aortic root replacement and pericardial patch of the pulmonary artery and left atrium was performed. The post-operative course was complicated by re-exploration of the chest, ECMO dependency, enterobacter species bacteremia, and multiple organ failure. The patient was placed on comfort care and was surgically decannulated. The patient expired on pod# 20 from persistent shock and acidosis. Four days before the mitral valve replacement, this patient presented to the hospital with aki, acute sah (right-sided stroke) cardiogenic shock, pulmonary edema, and elevated troponin, bacterial endocarditis-mssa, of the native mitral valve. Prior to the native mitral valve replacement, they were post cardiac shock/arrest, iabp and ECMO insertion.

Manufacturer narrative:
H10: updated: b5, results codes, conclusion codes h11: corrected: b2, b7, h1, patient codes and device codes; additional manufacturer narrative: through receipt of additional medical records the clinical observation was confirmed. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset occurs at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Manufacturer narrative:
(B)(4). The device will not be returned to edwards for evaluation as it was discarded at the hospital. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis of an implanted valve, like regurgitation, may be a manifestation of structural valve deterioration (svd) or nonstructural dysfunction (nsvd). There are cases of svd and nsvd that result in a combination of regurgitation and stenosis. The clinical observation was confirmed. Based on the available information, the root cause of the event cannot be determined; however, patient and procedural factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. It was learned through the implant patient registry, a patient originally implanted with a 27mm mitral valve for ten (10) days underwent an explant procedure due to mitral stenosis. Ultimately, a 29mm mitral valve was implanted. At an unspecified time the patient underwent a mitral balloon valvuloplasty, however it is unknown to which valve the procedure was completed on. The post-operative course was complicated by re-exploration of the chest, and ECMO dependency. Respiratory and metabolic acidosis persisted. The patient was placed on comfort care and was decannulated. The patient expired on pod# 20. Four days before the native valve mvr, the patient presented to the hospital with aki, bacterial endocarditis-(B)(6), of the native mitral valve and the recent unspecified aortic bioprosthetic valve (tavr), an acute sah (right-sided stroke) cardiogenic shock, pulmonary edema, and elevated troponin. They were post cardiac arrest and iabp insertion. Concomitantly, during the first mvr for endocarditis, an aortic valve replacement, aortic root replacement and pericardial patch of the pulmonary artery was performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10: additional information; updated conclusion code.